Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the sds. Ultimately, return of the xience may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this report. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the xience was directly delivered without pre-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres. After the withdrawal, a pinhole was observed in the balloon near the distal marker. A non-abbott balloon was used to post-dilate to complete the procedure. No patient effects were reported. No additional information was provided.